Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Analysis revealed that the capacitors were damaged due to arcing. Analysis confirmed the reported charge circuit timeout (cto) and power on reset (por). Excess leakage was observed on the high-side high voltage (hv) therapy capacitor while the low-side therapy capacitor has arcing causing the reported device failure. Battery analysis of the device capacitors during the separation of it from the device, it was found that the capacitor electrical connection (cec) shorted between two test points that are covered by insulation and are close to the epoxy used during device assembly. Limited inspection is possible due to the destructive nature of the arc, but evidence of melted plastic clearly shows the arcs occurred on ¿top¿ of the cec where it was exposed and not on the side closed to the high voltage capacitor.

Event description:
It was also reported that the wireless telemetry c was disabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present.

Event description:
It was reported that the patient presented to the hospital because their implantable cardioverter defibrillator (ICD) was beeping. Interrogation of the ICD indicated a no reason power on reset (por) and a long capacitor charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.